Event description:
As reported for this event by the customer the device yielded no image. There is no reported harm to any patient.

Manufacturer narrative:
The device has been returned and evaluated. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The device was inspected but the complete loss of the image function reported by the customer was unable to be reproduced when functional tests were carried out. However, a further image inspection revealed unwanted noise causing a decrease in the image quality, without being able to eliminate grain, due to the charge couple device (ccd) sensor defectiveness. An examination of the ccd cables' condition and length also revealed that they were too short, requiring the replacement of the insertion part unit. In addition, the connecting tube is heavily scratched, universal cord has wrinkles, and cable tube unit has buckles. The air leak inspection did not show any water leakages. When the instrument was partially disassembled, no humidity was found out inside the device. The previous repair of the device was in march 2021 for an image issue. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a fluid invasion that affected the breakage of the charged coupled device unit, a temporary contact failure of electrical contacts of video connector and video system center, or defects on peripheral equipment. However, a final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿3.8 inspection of the endoscopic system- inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ the event can be prevention by following the instructions for use which state: ¿important information ¿ please read before use do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor.¿ olympus will continue to monitor field performance for this device.